Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of death, date of event, date on implant: dates estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported through a research article identifying a mitraclip device that may be related to the following: death, re-hospitalization, atrial fibrillation, stroke, blood transfusion, septicemia, heart failure and increased mitral regurgitation. Details are listed in the attached article, titled: association of tricuspid regurgitation with clinical and echocardiographic outcomes after percutaneous mitral valve repair with the mitraclip system: 30 day and 12-month follow up from the grasp registry. No additional information was provided.